Manufacturer narrative:
(B) (4).

Event description:
The pump was refilled. It was noted that the refill seemed to be "quite straight forward". The expected volume of 14.6 ml was aspirated prior to filling it with 60 ml. There was no concentration change. The pump was filled with dilaudid 900ug/ml, clonidine 615ug/ml, and xylocard 50mg/ml. The pt, an insulin dependant diabetic, felt a bit unusual following the refill and went across the road to get a coke. His wife picked him up within minutes and while in the car, he felt so unwell that they decided to go straight to a nearby emergency room. The refill nurse and managing pain physician also went to the emergency room where they proceeded to aspirate the pump. The aspirated initially with a 10 ml syringe and removed 10 ml. When changing to a 20ml syringe, approx 15-20 ml were spilled. Another 20 ml was aspirated into the syringe. Finally, another 5ml was aspirated from the pump. This totaled 50-55 ml (35 ml aspirated into syringes with an assumed 15-20 ml spilled). An attempt was made to aspirate the pump pocket, but nothing could be aspirated from that space. Naloxone was administered. The pump was refilled with 30 ml saline. As septum failure was suspected. The pt recovered fully. They planned to explant the pump.